Event description:
It was reported that the ventilator was found with a faulty turbine module and it was displaying a technical error code indicating missing software option data. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the device alarmed for missing sw option data. Our field service engineer investigated the ventilator and found a damaged turbine. The damaged turbine was mentioned to be in need of a replacement. No further issues has been reported. The device logs were not received and no parts have been returned for investigation, therefore the root cause of the reported event has not been determined.

Manufacturer narrative:
It was reported that the device alarmed for missing sw option data. Our field service engineer investigated the ventilator and found a damaged turbine. The damaged turbine was mentioned to be in need of a replacement. No further issues have been reported. As the ventilator was investigated on site by our field service engineer, the blower module assembly was replaced and sent for further investigation. Simulated use testing of the returned turbine module confirms a technical error indicating turbine module failure during ventilation. A similar investigation performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The production process has been revised to ensure that this will not happen again. The improved turbine module has been implemented in the production line of new servo-air devices and as spare part. The turbine module installed in this ventilator device was manufactured before the improved turbine was implemented.

Event description:
Manufacturers ref: # (B)(4).